Event description:
This report is being filed retrospectively per the FDA's request. Per the audiologist, five months after surgery, the pt reported the flange fixture with abutment fell out one night. The surgeon did not provide any info on why the fixture fell out. The device was not returned for analysis. The pt reported vertigo and tinnitus began after the fixture loss. The surgeon reported these conditions were due to other pt factors. The pt was reimplanted with a new flange fixture and a abutment in early 2007. Reportedly, the pt has been using his baha device and is doing well. Note: date of event is an estimate.

Manufacturer narrative:
This is a final report.